Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Correction : describe event or problem, medical device serial #, device manufacture date omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion event involving heparin sodium and nitro infusion. It was reported that the medication was intended to run at "1.5ml/hr. The increase to 3ml/hr." However, the whole bottle was reportedly found empty, but the pump displayed 3.66ml as volume infused. The event reportedly occurred between 1:30am and 4:00am. There was patient involvement, but no harm. Although requested, the customer declined to provide additional details.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion of heparin and na nitro. An infusion of "heparin-na nitro" was infused at a rate of 1.5ml/hour then increased to 3ml/hour. The customer indicated an over infusion of unspecified rate and volume occurred in the timeframe of 1:30am-4:00am. There was patient involvement, but no harm. Although requested, the customer declined to provide additional details.